Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is completed. This is an initial final report submission. Review of the most recent repair record determined the suction turns off and the cart was excessively noisy. The vacuum pump motor mounts failed, the capacitor on a nose board fuse was burnt, and the power inlet module failed - no reported damage or melting. The power inlet module, motor mounts, nose board fuse, and capacitor were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the suction turns off by itself on this cart. At product evaluation investigation it was found that the capacitor on a nose board fuse was burnt. Event occurred outside the surgical environment with no harm or delay. No adverse events were reported as a result of this malfunction. No additional event information available.